Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis reported as a peritoneal inflammation. The cause was not reported. It was not reported if the patient was hospitalized. The patient was treated with intraperitoneal heparin and vancomycin (dose and frequency not reported). The action taken with dianeal therapies was not reported. The patient recovered from the event of peritonitis. No additional information is available.